Event description:
Related to MFR report # 2183959-2011-0033. On or about (B)(6) 2007, ams monarc sling was implanted to "treat stress urinary incontinence, rectocele and enterocele." It was reported that after the implant, the pt began to experience "pain and dyspareunia." On (B)(6) 2008, the pt "underwent a procedure to remove the mesh. While some mesh was excised, a second operation was required on (B)(6) 2009 to fully remove the mesh." "As a result of implantation", the pt "suffered and continues to suffer pain, disability, impairment..."

Manufacturer narrative:
Should additional info become available regarding this event, it will be re-evaluated and a f/u report will be sent.